Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, during a follow-up performed on 7 september 2017, one lead impedance measurement relative to the subject lead resulted in a measurement above 3000ohms, while using the associated programmer's test screen. No other irregular lead measurements were identified. The rv lead impedance test was repeated multiple times and each time, received a normal result of near 500?. Sensing and pacing threshold tests were also performed and deemed normal and consistent with historical results. It was noted that there were no indications of any telemetry difficulties during the testing.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, one lead impedance measurement relative to the subject lead resulted in a measurement above 3000 ohms, while using the associated programmer's test screen. No other irregular lead measurements were identified. The rv lead impedance test was repeated multiple times and each time, received a normal result of near 500?. Sensing and pacing threshold tests were also performed and deemed normal and consistent with historical results. It was noted that there were no indications of any telemetry difficulties during the testing.